Manufacturer narrative:
Section d information references the main component of the system: product ID 4351-35 lot# serial# (B)(4) implanted: (B)(6) 2014 explanted: (B)(6) 2016 product type lead product ID 4351-35 lot# serial# (B)(6) implanted: (B)(6) 2014 explanted: product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturing representative (rep) reported that and hcp thought that an impedance that was approximately 650, was too high. The hcp replaced the entire system. It was noted that the event occurred during procedure, but it was not clear what the procedure was for. There were no patient symptoms reported with this event. It was unclear if the device would be returned. The implantable neurostimulator (ins) indication for use was for gastric stimulation.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.